Event description:
It was reported that the t:slim x2 pump battery would not charge unless using third-party supplies. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.